Manufacturer narrative:
H11: corrected data: corrected section h6 (conclusion codes).

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly.   The root cause of this event cannot be conclusively determined with the available information. However, this event is likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly. Please reference MFR report #2015691-2020-13872 for the report submitted on the patient with a carpentier-edwards porcine surgical valve.

Event description:
Edwards reviewed the literature article "glycation and serum albumin infiltration contribute to the structural degeneration of bioprosthetic heart valves". Per the article, 31 patients with carpentier-edwards bovine surgical valves and 1 patient with carpentier-edwards porcine surgical valve underwent redo aortic valve replacement (avr) after an unknown implant duration due to structural valve degeneration. The replacement valve models and sizes are unknown. No other details were provided.